Event description:
Patient presented to the physician with parasympathetic nerve pain and a stinging sensation at the chest incision site. Physician administered steroid injections and prescribed pain medication.